Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion, exhibiting 85% stenosis located in the mid rca. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. An image provided indicates that the stent became deformed in vivo during positioning. The patient is reported to be alive with no injury.

Manufacturer narrative:
The procedure was completed using the same type of stent. If information is provided in the future, a supplemental report will be issued.